Event description:
During a surgical procedure, a doctor was asked by the surgeon to release the pressure on the tourniquet applied to the patient's right thigh. The "touch screen" of the tourniquet box was frozen and would not allow him or the rn to reduce the pressure. The doctor disconnected the tubing to reduce the pressure. A new tourniquet box was brought in and attached to the tubing. The tourniquet was inflated on the tourniquet for an additional four minutes due to the malfunction box..